Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula kinked event on (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. The event occurred three or more hours of insertion. And 1 was more than 3hrs after insertion the insertion site was abdomen. The infusion set was in use for two days. The patient went to the emergency room (ER) due to diabetic ketoacidosis. The blood glucose level was 506 mg/dl and the patient was given IV and fluids of saline and insulin potassium and zofran. The patient was treated with bolus via pump changed infusion set 3 times and followed up with mdi.the patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-04865. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found kinked upon removal from infusion site. The batch 6008159 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6008159 were previously tested in complaint (B)(4) on 03/mar/2025. Test results: visual test according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: the lot 6008159 was manufactured according to the wi version 115 manufactured in the line 7, on 14/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 03/mar/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6008159 and another 5 complaints have been registered in databse for the same lot 6008159 and malfunction code. A second query on 30/may/2025 for the same malfunction code and lot revealed 3 more complaints registered in the database. Conclusion summary of the related event: this is a complaint which is being addressed as part of a CAPA: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) 1. Include the defect in document (B)(4) (work instruction inset line) 2. Improve guards of the conveyors 3. Update trays for the stock of cannulas 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (databse (B)(4) - 30/sep/2025).

Event description:
To date no additional patient or event details have been received.